Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number was indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4)

Event description:
A customer reported following a glaucoma filtration device implant procedure, the device is exposed from the patient's scleral flap. The patient experienced increased intraocular pressure (iop). Conjunctival hyperemia was confirmed at a follow up visit. The device was explanted. The patient is currently taking drops to control iop. The customer noted that during the device implant procedure, the scleral flap was thin, however did not feel a health issue would occur.

Manufacturer narrative:
(B)(4).